Event description:
It was reported that (1) tsb35 was used during a laparoscopic appendectomy procedure. It was reported by the rep that the surgeon attempted to fire instrument across appendix when the instrument apparently closed, and partially fired, but when released from the tissue had neither transected the appendix nor closed staples through it. Upon examination, the instrument contained staples which were partially proturuding from the cartridge, but none were in the pt's tissue. Another instrument was retrieved from the central core, fired across the appendix and the procedure was completed without further incident. There was no pt consequence associated with this event.